Manufacturer narrative:
Please note the hde number for this device - h230007 this event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, experienced a serious adverse event (sae). Amds 55-55, lot# c2460002j procedure date: (B)(6) 2023 serious adverse event - (sae1) stroke date of amds implant ¿ (B)(6) 2023. Adverse event and other event sequence number: 1 event onset date ¿ 13nov2023 event end date ¿ unknown was this event expected? No. Event ¿ cerebrovascular/neurologic, cerebrovascular/neurologic details ¿ stroke, describe event ¿ right mesencephal stroke, relation to amds device ¿ unlikely, relation to amds implant procedure ¿ possibly, did a pre-existing condition or the acute disease cause or contribute to the event? Yes, please specify pre-existing disease: debakey type a dissection. Serious adverse event did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, in-patient hospitalization or prolonged existing hospitalization is the subject hospitalized due to this ae? Yes was the subject already in the hospital? Yes if existing hospitalization, what was the expected date of discharge? Unknown if hospitalized, date of discharge ¿ (B)(6) 2023. Did device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No event outcome ¿ resolved with sequelae was there any treatment for the event? Yes treatment related to event related ae #1 ¿ event: cerebrovascular/neurologic ¿ event onset date: 13nov2023 identify the type of treatment: medical was dialysis done? No is amds removed? No. This event is relegated to amds 55-55, lot# c2460002j for stroke. Additional information regarding this event was received. The manufacturing records for amds 55-55, lot# c2460002j were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation non-conformances were noted and are not related to this event as this event. A review of the available information was performed. Patient is a 62-year-old male who had an amds-55-55 (serial #/lot #: (B)(6) implanted on (B)(6) 2023. Adverse event # 1 reported as a cerebrovascular/neurologic event ¿stroke¿ with an event onset date of 13nov2023 and an unknown end date. The event was expected. Additional details from the ae form states, ¿right mesencephal stroke¿. The event was deemed by the study investigator as ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition that caused or contributed to the event. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿ the patient was already admitted to the hospital and medical treatment was provided. The event outcome was documented as resolved with sequelae. The amds was not removed, and the patient remained in the study. CT images were reviewed by an artivion representative on (B)(6) 2025, and the following findings were documented on the diagnostic imaging form, ¿the CT data available does not include images of the brain. It is therefore not possible to assess or confirm a stroke in the right mesencephal based on the data available. No abnormalities are visible in the area of the implanted amds, nor in the aortic arch or at the branches of the head vessels.¿ ultimately, the reviewer was unable to agree with the complaint description. The patient¿s medical record indicates the following history: anxiety disorder and regular alcohol consumption. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ and ¿hemorrhage/bleeding¿ are listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No actions are required at this time. A complaint and recall query was performed for amds 55-55, lot# c2460002j to identify previously reported complaints or recalls associated with this lot number. One complaint was identified for this lot number and patient (B)(6) and is related. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 55-55, lot#: pending, procedure date: on (B)(6) 2023, serious adverse event: (sae1) stroke, date of amds implant: on (B)(6) 2023. Adverse event and other event: sequence number: 1, event onset date: on (B)(6) 2023, event end date: unknown, was this event expected? No. Event: cerebrovascular/neurologic, cerebrovascular/neurologic details: stroke, describe event: right mesencephal stroke, relation to amds device: unlikely, relation to amds implant procedure: possibly, did a pre-existing condition or the acute disease cause or contribute to the event? Yes, please specify pre-existing disease: debakey type a dissection. Serious adverse event: did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, in-patient hospitalization or prolonged existing hospitalization. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? Yes. If existing hospitalization, what was the expected date of discharge? Unknown. If hospitalized, date of discharge: on (B)(6) 2023. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome: resolved with sequelae. Was there any treatment for the event? Yes. Treatment related to event related ae: #1 event: cerebrovascular/neurologic ¿ event onset date: 13nov2023. Identify the type of treatment: medical. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-55, lot#: pending for stroke.

Manufacturer narrative:
There was a typo made to one of the lot number entries in the summary. Corrected entry: patient is a 62-year-old male who had an amds-55-55 (serial #/lot #: (B)(6)) implanted on (B)(6) 2023.